Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle retracted slowly. The following information was provided by the initial reporter: "22g x 1 inch insyte autoguard shielded IV catheter. Stylet does not retract the needle properly. Have to push the button several times and then the needle retracts very slowly. This is the 5th incident noted on our unit this happening. All incidents have been the same lot number (that we are aware, some packaging had been thrown out prior to realizing this trend). We are pulling all IV catheters with this lot number from our unit". 4nov: there was no patient harm, injury, of complications of care because of the event.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received 37 sealed 22ga x 1.00in. Insyte autoguard units. A sampling of 20 units were randomly selected for functional testing by breaking tip adhesion, slightly advancing catheter, and then activating the button. As the button is activated the timer is started, and as the needle fully retracts in the barrel the timer is stopped. 9 of the 20 units failed to meet these requirements. Your report of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. During manufacturing, gel is inserted into the spring cavity. Incorrect equipment settings may cause excessive gel which may result in a slow retraction. Quality control plan to check weight at set-up is performed to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.